Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with cracked tank cover, outdated pcb, power switch, front cover, and worn line cord and plate clip. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The customer?s reported issue was confirmed. According to the investigation, overtightening the screws in the tank cover created cracks which caused the leaking. The investigation reported that reported problem was due to customer damaged. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical level 1 hotline low flow system was leaking water around front housing. No adverse effects reported.